Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and determined that no device problem was found with the cv-180 and the issue was specific to an endoscope, pcf-q180al, due to a failure of the endoscope.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
Olympus received a report from the user facility that, whenever olympus 180 series scopes are connected to the cv-180, the image will "go black" intermittently. The problem, as reported to olympus, was found during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.